Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the third firing on the stomach, an excessive force indication came across the led screen of the handle. The surgeon waited 30 seconds and tried to advance the knife blade. The surgeon was able to advance the knife and then could no longer. The surgeon retracted the knife blade and removed the reload. Cutting the buttress material to free the reload. The surgeon replaced both handle and reload to complete the staple line. Upon inspection of the staple line, the surgeon placed three clips on the first staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.